Event description:
Right breast began leaking. Dr examined me and scheduled replacement surgery for eleven days later. In 2005 the left breast began leaking, left message for dr. Notified inamed -MFR of implants- the next day. Implants never fully depleted. The surgery date for the former implants was 2003. At that time only the right had ruptured, however the doctor suggested replacement of both. Right breast deflated in 2003 - less than 2 years old.